Manufacturer narrative:
(B)(4). Damaged during another surgical procedure. The band/balloon with 42.2cm of catheter, the injection port with the locking connector and tubing strain relief were returned for evaluation. Upon visual inspection, it was observed that the band/balloon had six blue fasteners that were placed during a transoral incisionless fundoplication (tif) procedure which confirmed the reported event. A manufacturing issue did not contribute to the event. No further evaluation could be performed.

Event description:
It was reported that post implant a realize band, the patient went to a different surgeon with complaints of reflux. The surgeon performed a endoscopy and a transoral incisionless fundoplication (tif) procedure. The patient returned to the banding surgeon due to burping and reflux. The patient believed, the band was too tight. The surgeon aspirated and removed 3cc of bloody fluid on (B)(6) 2011. Patient went for upper gi the next day, testing indicated reflux. The band was in good position and was widely patent. The surgeon accessed port and removed 2cc of bloody fluid. The fluid was reinserted and an additional 5cc for a total of 7cc. At that point, the patient reported feeling a ward sensation in the epigastric area. On (B)(6) 2011, the patient returned to the surgeon's office and no fluid could be removed. At this time, the patient was informed the band needed to be removed. On (B)(6) 2011, the band was removed. It was found during band removal that it had been stapled across during the transoral incisionless fundoplication. There was an infection around the band and was treated with antibiotics. The patient is doing fine.